Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventrio. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventrio. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿the hernia sac was identified and amputated at the level of fascia. The small bowel reduced back into abdomen and adhesion on undersurface of peritoneal wall were lysed. A large ventrio mesh was placed in the subfascial position with the ptfe side down and marlex edges were tacked to the defect with sutures.¿ (B)(6) 2015 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with removal of ventrio mesh. Per operative notes, ¿the hernia had been decompressed, excised the previous hernia sac from the right lower quadrant and extensive scarring in the preperitoneal space. A synthetic mesh was placed in intraperitoneal and sutured circumferentially.¿ (B)(6) 2015 - patient was diagnosed with myoma, menorrhagia, dysmenorrhea, recurrent ventral hernia thereby underwent laparoscopic repair of supracervical hysterectomy and lysis of adhesion. Attorney alleges that the patient had adhesions, pain, hernia recurrence and extensive scarring.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 5 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, fibrosis, scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. Updated fields: a2, b1, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.